Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices have not been returned.

Event description:
Patiently initially implanted with afx devices in 2015. On (B)(6) 2016 the physician identified a type 3a endoleak. The physician in planning to explant the stents, the patient has been scheduled for an additional procedure, however, the explant procedure has not taken place. The patient is in stable condition.